Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and it's is unknown a trend arrow was noted on the device. The customer experienced a loss of consciousness. It was indicated that the customer self-treated with glucose and banana. There was no report of death or permanent injury associated with this event.